Manufacturer narrative:
MDR 3003442380-2024-01850 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in united states on 04-apr-2024, the patient reported leaking at the site area. Events occured on 01 apr 2024, 03 apr 2024 and 04 apr 2024. The infusion set has been in use for 2 days. The leakage is likely at the site. The bg was 250 mg/dl for 1st event, 300 mg/dl for 2nd event and unknown for third event. Customer replaced infusion set and resumed insulin deliveries successfully no further information was available.